Event description:
It was reported that on oct 5th in the ICU, the catheter was inserted into the jugular or subclavian vein of a (B)(6) pt. On nov 2nd, leakage was found at the catheter insertion site and as a result it was removed. However, the catheter was not replaced as it was scheduled to be removed around that time. There was no reported delay, death or complications to the pt. No sample will be returned as the pt had (B)(6).

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.